Manufacturer narrative:
One 7f, quadripolar, large curl, xls livewire tc ablation catheter was received for evaluation. Visual inspection revealed a bend 2.0¿ proximal to the distal tip and just proximal to electrode one. Functional testing revealed the thermistor/thermocouple and electrode 1 read as an open circuit. The shaft material just proximal to electrode 1 was dissected to reveal that the thermistor/thermocouple assembly and conductor wire 1 were fractured just proximal to electrode 1, consistent with the open circuit detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture could not be conclusively determined. The cause of the reported blood clot remains unknown.

Event description:
During the procedure, a clot formed on the electrode tip and watts could not be obtained. The tip of the electrode was cleaned, however, the generator did not recognize the catheter the next time the electrode was inserted. The device was replaced and the procedure was completed successfully with no adverse consequences to the patient.